Event description:
It was reported, one day post implant, that the right ventricular (rv) lead experienced two episodes of loss of capture. The patient was symptomatic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5592 implantable pacing lead 2014 (B)(6). (B)(4).